Event description:
Pt reported, that since she had a st jude battery implanted. She feels out of breath more easily. Ipg manufactured by st. Jude. Case: (B)(4). Sr: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).